Event description:
A malfunction was reported on the pump by the caller, who did not experience any notable events before the issue occurred. The malfunction did not cause blood glucose levels to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again, which they acknowledged and understood.